Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: ne u_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that, on the day of the report, the patient had a refill. The healthcare provider (hcp) put 19cc of drug in the pump, but they were ¿having issues¿ with the physician programmer updating the pump. Telemetry was performed, but the date was from (B)(6) 2013 and there was no new information on the physician programmer screen. Additional information was requested but was not available at the time of this report.